Event description:
It was reported revision surgery was performed due to dislocation.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The visual inspection of the returned devices shows damage that is not unexpected for explants. A lab analysis was completed with the following results: damage was visible on the articulating surface of the femoral head. An edxa spectrum of this damaged area showed peaks corresponding to the zirconium head material, as well as titanium, aluminum, and vanadium peaks. These additional peaks were most likely caused by metal transfer from the shell after the reported dislocation. Damage to the outer surface of the outer liner was visible. This could be caused by surgical tools during removal of the liner from the shell. Deformation was visible on the rim of the inner liner and the outer liner. This could have been caused by impingement with the hip stem in vivo. This possible impingement could have led to the reported dislocation. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.